Event description:
Event description guidant received information, during routine follow-up, that this atrial lead triggered the lead safety switch feature of the pacemaker. The lead displayed impedance measurements within normal limits when the lead was programmed back to the bipolar configuration. Review of device memory indicated that lead impedance measurements had been stable and within normal limits until not recorded (n/r) was noted in the daily measurements the week before the follow-up. The patient was reported to be asymptomatic.